Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service contract on this device expired in (B)(6) 2017. A getinge field service engineer (fse) spoke with the customer's biomedical technician at the facility, and the biomed explained to the getinge fse that he is a getinge trained on the device, and performed the pm and replaced the batteries after becoming aware of the situation when uhs technician performed the field actions on the unit. This unit is in clinical usage with service and tests performed by the customer. The initial reporter is a getinge designee whose contact details are different from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6)

Event description:
It was reported that while performing a field action by uhs service technician on the cs300 intra-aortic balloon pump (iabp), the battery run test time failed, and the iabp unit was over due for preventive maintenance (pm). There was no patient involvement, and there was no adverse event reported.